Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a follow up, physician noticed that this lead had perforated the heart wall. For that reason, physician decided to explant and replace the lead. Procedure was completed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b2 field: outcomes attrib to adv event. "Life threatening" was included as it was omitted from the initial report. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a follow up, physician noticed that lead perforated an unknown location of the patient anatomy. For that reason, physician decided to explant and replace the lead. Procedure was completed successfully. Device returned to boston scientific and was analyzed. No additional adverse patient effects were reported.